Event description:
A malfunction was reported on the pump, specifically identified by the malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur.